Manufacturer narrative:
The device was received and an evaluation is complete, a service history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea) functional testing. The device failed idea testing due to a system error 345. Service evaluation verified the system error 345. The cause was identified to be a failed upstream thermistor. The upstream sensor assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.